Event description:
A one-third tubular plate implanted in 2002 was noted as broken in 2003 and was removed 2 months later. Plate was contoured and implanted for an injury to left upper extremity. Pt was then casted. Plate broke after cast applied and was removed during revision surgery.